Event description:
It was reported that during a check on the implant, the device showed multiple short circuits. There was no visible trace of trauma during a medical examination.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.